Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse effect to customer's blood glucose level. The syringe and cartridge were changed to resolve the issue.

Manufacturer narrative:
Device not returned.